Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During device evaluation, the baxter service technician discovered an inoperative stop key on the channel b pump head module keypad. No patient injury or medical intervention was reported. The user interface module master software version is 5.03.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation found and confirmed an inoperative stop key on the channel b pump head module and determined the root cause to be a faulty channel b pump head module. The channel b pump head module was replaced to repair the condition. The device did not meet specification for the reported condition. A follow up report will be submitted if additional information becomes available.